Event description:
This is an international report of a home choice machine that sounded a system error (se) 2240 during initial-drain. The home patient (hp) was connected to the machine. The hp stated she was connected and did not disconnect. The hp cycled power to clear the alarm. The technical service representative (tsr) advised to start over with new cassette and bags. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.